Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited noise.

Event description:
New information received notes that the patient was presented to the clinic remotely for a follow-up. Upon examination, it was noted that the pacemaker exhibited noise oversensing causing inappropriate automatic mode switch. Programming changes were made. The patient was stable in condition.

Manufacturer narrative:
Both health professional and user facility should have been selected in section g2.

Event description:
New information received notes that the pacemaker was replaced on 17 nov 2022. The patient was in stable condition.